Manufacturer narrative:
This report is filed february 8, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to a performance decrement with device use. It is unknown whether the patient was reimplanted with a new device as of the date of this report, (B)(6) 2016.